Event description:
It was observed during the device inspection that the duodenvideoscope forceps elevator had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed, due to a pinhole in the bending section cover or a leak due to damage to the forceps channel may have prevented proper reprocessing and the foreign matter could not be removed. However, foreign material remaining in the device could not be identified. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.